Manufacturer narrative:
Per the instructions for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion.   Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood, but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, the exact cause of the valve calcification cannot be confirmed. However, it may be related to patient factors (history of ckd stage iii, smoking, diabetes,) and the progression of pre-existing disease processes (severe aortic stenosis, mitral valve calcification).     Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required at this time.

Event description:
As reported by the (B)(4) clinical trial, approximately 4 years and 4 months post valve deployment of a sapien 3 valve, the patient experienced progressive lower extremity edema and a tte done reported an aortic valve peak gradient of 33.6 mmhg and the mean gradient was 18.5 mmhg. The aortic valve peak velocity was 2.9 m/sec and mild aortic insufficiency. The patient was admitted to the hospital for as/acute on chronic diastolic heart failure for further work-up and management. A tee performed during this admission reported that the s3 valve is calcified and restricted in movement. The leaflets appear thickened/calcified with restricted motion.  There is moderate-severe prosthetic stenosis. There is central regurgitation of moderate severity. No perivalvular leak was noted. Notably, the native leaflets impinge upon the left main coronary ostium with turbulent flow on color doppler. The aortic valve peak gradient is 43.8 mmhg and the mean gradient is 27.0 mmhg. The aortic valve peak velocity is 3.3 m/s. Moderate aortic insufficiency is present. The aortic valve area by the continuity equation measures 1.0 cm2. The aortic valve area index is 0.8 cm2/m2. The mitral valve is thickened and calcified. Mild to moderate mitral regurgitation is present. There is a moderate prolapse of the posterior leaflet of the mitral valve. Given the patient¿s history and tee findings, the patient is being considered for valve in valve intervention in the next few months.

Manufacturer narrative:
Additional information obtained indicated the patient had been admitted with ongoing symptoms associated with the valve re-stenosis such as nausea and hypotension. After ambulating to bathroom, the patient had a cardiac arrest and dobutamine infusion was started. Although acls was initiated, resuscitation was unsuccessful.